Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope was reprocessed in a reprocessing unit, that the water filter was improperly maintained, and used on a patient. There was no report of patient or user harm as a result of the event.

Event description:
No additional event information received from the customer.

Manufacturer narrative:
Updated: d8, h3, h6, h11. This report is being supplemented to provide additional information based on the final investigation. Updated: d8, h3, h6, h11. This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, the event occurred as a result of suspected reprocessing failure due to prolonged failure to replace the water filter. A definitive root cause of the issue could not be determined, however, it is likely that the user understanding differed from olympus recommendation of device handling and/or reprocessing steps. The event can be prevented by following the instructions for use which state: - an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.